Event description:
It is reported that the femoral stem had punctured the sterile packaging. The surgeon decided to flash sterilize and implant the stem as planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.